Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right radical nephrectomy, the stapler was not able to fire. This operation did not make a long incision, contrary to the initial report where in an incision was made, but was not ready to stimulate the kidney vein. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing to stimulate the kidney vein on a laparoscopic right radical nephrectomy, the stapler was not able to fire. There was an extended incision by less than 2.54cm. The device was replaced to complete the case. There was no patient injury.